Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized eight days after onset of the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and every 5 days) and tobramycin injection (40 mg , intraperitoneal and once daily) for peritonitis. At the time of this report, the patient was recovering from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event and was still in the hospital due to some other reason. Should additional relevant information become available, a supplemental report will be submitted.